Event description:
Dry lap sponge (cotton gauze) was used on patient during plastic surgery. Lint and threads came off of sponge, into the wound and were retrieved. No consequences or impact to the pt have been reported.